Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information provided by rep indicating cause remains unknown and no further actions are planned at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative indicating that the patient has been scheduled for replacement surgery on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that manufacturer representative (rep) stated that they are replacing implantable neurostimulator (ins) today due to eri. However, when they interrogated the right ins, a power on reset (por) notification appeared indicating the device had been reset and the time had been updated; no code was present. Caller stated that ins was off and showed eri message but when they reviewed the battery voltage it was at 2.76v. Caller stated it seemed the ins was depleting somewhat quickly and when patient was seen in october, it was noted that the ins was off and healthcare provider (hcp) turned it back on but there were no notes to indicate a por was seen. Caller stated that patient has been feeling more tired since around september and hcp mentioned that it's not clear if the therapy is helping the patient. The caller was not with the patient. Caller had already ended the tablet session with the ins but technical services suggested obtaining report the next time the ins is interrogated and/or returning ins once it has been explanted. Caller stated that hcp wasn't going to replace the right ins today but will likely do so in the next few months.